Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. Followig pre-dilation with a 2.00x15mm maverick balloon catheter, a 16 x 4.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal strut was damaged. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 16 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal section of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a kink in the midshaft 262mm proximal to the distal tip. Guidewire, verified loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. Following pre-dilation with a 2.00x15mm maverick balloon catheter, a 16 x 4.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal strut was damaged. The procedure was completed with a different device and no patient complications were reported.